Event description:
Boston scientific received information that during a routine in-clinic follow up, this pacemaker was unable to be interrogated with a programmer. It was reported that the patient was pacemaker dependent and had been lost to follow up. A revision procedure was performed. It was reported that difficulty was experienced with removing the right atrial (ra) and right ventricular (rv) leads from the device header due to stuck setscrews. After various troubleshooting steps were performed, the setscrews were able to be loosened to remove the ra lead. Upon removal of the ra lead, the terminal pin pulled apart. The rv lead remained stuck in the header. Both leads were cut, surgically capped and abandoned. A new system was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.